Manufacturer narrative:
The reported event of "the left anterior descending had occluded" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The dragonfly optis instructions for use states total occlusion may occur as a consequence of intravascular imaging.

Event description:
Following successful ffr of the left anterior descending artery using a pressurewire x, the decision was made to image the vessel using the dragonfly optis catheter. The dragonfly optis catheter was prepped and inserted over the pressurewire into the lad. Following insertion, an angiogram revealed the left anterior descending had occluded. The dragonfly optis catheter was removed and subsequent angioplasty and stent placement was performed. Coronary blood flow was restored and the patient was held as an inpatient for observation for a total of 2 days. At the time of discharge the patient was stable and had no residual effects from this event. Patient followed up with physician 1 week post cath and was found to be doing well with no complaints.